Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge alarms (alarm 05 and 19) during pumping. A new cartridge was loaded resolving the alarms. Blood glucose level was up to 442 mg/dl.